Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported the patient had a fecal management system (fms) placed, on an unknown date, for the management of liquid, loose stool while in the medical surgical unit. At the time of the placement, the patient's sphincter tone 'seemed adequate' but was not assessed prior to insertion. Sometime after the initial insertion, a nurse reportedly found the device had been expelled from the patient's body and was lying in the patient's bed with the retention balloon fully inflated (with 45 cubic centimeters of fluid) and intact. The retention balloon was deflated and the nurse reinserted the fms system. Again, the retention balloon was inflated with 45 cc of fluid. A short time later, the nurse discovered the fms had again been expelled from the patient's body. The retention balloon was once again noted as fully inflated and intact. The retention balloon was deflated and the device was reinserted and reinflated. No further information was provided.